Event description:
Dealer reported to sunrise medical that the left backrest bracket broke. The backrest bracket snapped while the end user was attempting to make a transfer from her chair. There were no falls or injuries reported due to this malfunction.

Manufacturer narrative:
Sunrise medical sent out a replacement backrest assembly under warranty to custom rehab solutions on (B)(4) 2013. Custom rehab solutions will be making the necessary repairs to the end user's wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a f/u report will be filed.